Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime and excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The insulin pump was monitored for two days and no display anomaly, partial display or missing segments noted during testing. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a partial display on the insulin pump. The customer reported wearing the insulin pump into a magnetic resonance imaging machine. Customer reported the features on the insulin pump's screen would appear half way. The customer was able clear the issue by pressing the buttons. The customer stated they did not drop or bump the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.